Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on 23(B)(6) 2013 that the cannulated drill tip broke while drilling over the guide wire for a 3.0 headless compression screw. A small piece of the drill was buried into the bone. The surgeon elected to leave the fragment in situ, as removal would necessitate removing too much bone and make the metatarsophalangeal fusion unstable. This is report 1 of 1 for complaint (B)(4).